Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted under general anaesthesia on (B)(6) 2024, due to the need to undergo multiple MRI scans in the future. There are no plans to re-implant the patient with a new cochlear device since the patient was a non-user.